Manufacturer narrative:
Concomitant: 4068-45 lead implanted: (B)(6) 1999.

Event description:
It was reported that the right ventricular (rv) lead wasn't sensing appropriately. Noise, oversensing and undersensing were noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.